Event description:
Follow-up revealed the verified the reason for surgical intervention is discomfort at the patient's ipg site.

Event description:
Follow-up revealed the patient's ipg site was revised via surgical intervention on (B)(6) 2017. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient plans to undergo surgical intervention for a reason that is unknown at this time.